Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was poor coupling. The rep was unable to get bars with the patient¿s recharger, but they were able to get 4 bars with their own recharger. The ins pocket looked good and was easily palpated. An antenna locate feature (al) was done and showed a 22-56 reading with the patient¿s recharger. The high number was fluctuating when the antenna was not moving. The rep stopped the al and started a charging session and was able to get and keep 8 bars. The rep stated it was over to the side more than they had tried earlier. The issue was reported as resolved. No symptoms or further complications were reported. Additional information: information was reported that patient's therapy had been inadequate at night, it would be weak or cut off. The patient stated she met with a manufacturing representative (rep), who turned it up and reprogrammed it, so that stimulation comes up her back (middle is where it's needed) and down the back of the legs. The patient also stated the rep suggested to keep it on all day for 5-6 days to evaluate the adaptation/changes. The patient stated since programming it has been better. No further complications were reported. No additional patient symptoms were reported.